Manufacturer narrative:
Product complaint # (B)(4). Additional information: the actual device product code associated with this event is not known. The international affiliate reports the following possible product codes: sxpp1b409 and/or sxpp1b410. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Re: (B)(6), (B)(6) y/o. The patient demographic info for patient: bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What product code was used on this patient - sxpp1b410 or sxpp1b409 or both? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? It was reported ¿suggestive image of dome access of about 100 ml¿. Did the patient experience an abscess? Did the patient experience infection? If yes, were cultures performed? Results? What were current symptoms following the index surgical procedure? Onset date? Was a second surgical procedure performed on the patient? If yes, date of second surgical procedure; appearance during second procedure. Does the surgeon believe there was an alleged deficiency of the suture that contributed to the reported event? Lot used on this patient? If applicable, will product be returned for evaluation, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a total abdominal hysterectomy procedure on (B)(6) 2019 and barbed suture was used. The suture was used on the dome closure. The patient was released for sexual activity after 46 days and was having intercourse normally. On (B)(6) 2020 the patient experienced intense and acute pain. There was no bleeding. She was examined in the emergency room and suggestive image of dome abscess of about 100ml. The abscess was drained and the patient placed on antibiotic therapy. Additional information has been requested.